Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Suspected false positive flu b result for 1 patient. It is unknown if the patient was symptomatic. The customer communicated that they believed the result to be false because the patient has continued to test positive over an approximate 9 month period. No confirmatory testing was completed. 7 additional patient events were also communicated which are captured on separate reports.